Event description:
It was reported to philips that the "handle line is broken". This was clarified by a philips field service engineer (fse) as the paddles cable was broken. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.